Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device, product ID 977d260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device. (B)(4).

Event description:
During mid trial the patient reported to the company representative that yellowish fluid was leaking from the dressing. The fluid stained the patient¿s sheets and it was being discharged from his trial surgical site. The patient also experienced overstimulation sensation, shocking/jolting sensation, neck pain, pain, redness, headache, drainage/incisional wound opening and less than 50% therapy relief at the lead location. The patient was encouraged to seek medical care and then was admitted to the hospital. The trial leads were removed in the hospital. The hospital tested the fluid for signs of infection. Since explant the patient still has surgical site pain and a stiff neck. The company representative reported on (B)(6) 2014 that the hospital placed the patient on antibiotics but it was not known if there was a confirmed infection. The patient continued to have drainage and neck pain. The patient later reported on (B)(6) 2014 that he was still experiencing post-trial pain and did contact his doctor about it. The patient did have pain underneath his shoulder but that has gotten better. The stiff neck was still present along with some back pain. It was noted that the trial was started on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had a failed trial. A trial device was placed to see if a spinal cord stimulator would help with their low back and minor radiculopathy. The trial reportedly started on (B)(6) 2014 and the trial system was removed on (B)(6) 2014. At the time of the report the patient had pain in their back that was reportedly not there prior to the trial surgery. It was noted that there was pain in their spinal column, pain in their "mid slightly lower spinal column," new pain under the shoulder blades when he moves his arms and a stiff neck on the right side since the surgery. It was further reported that the trial was "one of the worst things" the patient had ever experienced. The doctor reportedly had said that he needed to "tunnel 8 or 9 times." When the patient went in for the procedure they reportedly electrified everything from the patient's neck to their feet on the front side of the patient's body. It was also reported that they could not find the patient's nerves in their anatomy and reportedly stated that the patient's spinal canal was too small and narrow. The patient was reportedly told that the procedure would take 45 minutes and the patient was the in the operating room for 2 hours. The patient reportedly could not walk for the two days following the procedure. The patient then reportedly had someone try and program their device and the right lead caused pressure and pain inside the patient's spine. The left lead also reportedly had caused stimulation from the patient's groin to ankle. It was reportedly concluded that they would wait to see if the sensation in the leg would help the low back pain. It was then reported that, on the saturday prior to the date of the report the patient noticed spotting on sheets and shirts. The next day the patient called a manufacturer representative and was told that the spotting was not normal and to seek immediate medical advice. The patient reportedly went to the ER and had the wounds cleaned and dressed. A swab for infection was taken and the patient was given antibiotics and pain medication. The patient reportedly had their leads removed the following day and was given more antibiotics and had more cultures taken. It was further reported that, when the patient had the implant in, they would be lying perfectly still on their bed and when they moved their head .5 inches to the right or left the stimulation would quit. The patient called the manufacturer representative who reportedly "used the medical term / you must be hypersensitive/ the machine would shut off/ if sensation was in my low back it probably would have helped but they couldn't find the nerves/ he put me on additional medication..." The patient wanted to know if the pain was temporary or permanent. Additional information received over a month later reported that the patient did not show up for a (B)(6) appointment and had no further follow-up appointments scheduled. It was stated that the patient was last seen on (B)(6) when the devices were removed due to fear of infection. It was further reported that at this appointment the patient had reported pain in the neck and stiffness on the right side. It was reported that the hcp had been scheduled to be at another clinic but did not make it due to another work related engagement. This event was also reported under manufacturer report # 3007566237-2014-00612. Any additional information received will be reported from this report.